Event description:
The surgeon attempted to insert an aq2010v silicons three piece lens, but the lens became stuck in the cartridge. There was no patient contact or injury. The reporter stated it was unknown if there was any lens damage or why the lens became stuck.